Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support by phone, was guided through full pump reset, and after reset bluetooth and cgm indicators returned to normal without further error; support call was briefly disconnected due to technical issues, but support called back and confirmed issue was resolved.